Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was not keeping the blood glucose down. Customer stated he was in hospital for a surgery and he had removed insulin pump during surgery. Customer was unsure why insulin pump was not delivery properly. Customer stated he was given manual injection for high blood glucose in the hospital. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.